Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had gone to her doctor for help using her patient programmer, the programmer was working fine at the doctor's office, and adjustments were made. When adjustments were made she couldn't feel the vibrations, so stimulation was turned up. The patient couldn't feel stimulation at 7 and it was hardly working at 7, but when it was increased to 7.5 volts she could feel stimulation. When the patient got home and was trying to use the programmer, she noticed there was a power on reset (por) on the patient programmer screen and she saw a call your doctor por. There were no recent medical tests or electromagnetic interference environmental exposures. She had to have the doctor reset the device and that meant another office visit she didn't want to pay for.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.